Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and pregnancy with contraceptive device ("also became pregnant") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and pregnancy with contraceptive device ("also became pregnant") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a bilateral lpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/failure to occlude/migration of essure device location of device: right cornua,'), embedded device ('very visible just under a filmy peritoneal surface in the right cornua was the patient's essure/'), genital haemorrhage ('excessive and abnormal bleeding /abnormal bleeding (general),') and pregnancy with contraceptive device ('also became pregnant/pregnancy: birth - no complication/ pregnancy (with complications),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2012, (B)(6) 2018), dysplasia, spontaneous abortion and vaginal delivery. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), abdominal pain ("abdominal pain") and procedural complication ("complications during removal surgery: other") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2018, tubal ligation and salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, vaginal discharge, weight increased, procedural complication, vaginal infection and bacterial vaginosis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural complication, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding, migration, perforation: uterus. Post epidural anesthetic there developed a fetal bradycardia unresponsive to ephedrine and typical maneuvers. Case linked with baby case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs & mr received. New reporter's was added. Added event infection (bladder/urinary tract/vaginal) type: vaginal, bacterial vaginosis, back pain. Updated outcome of event back pain from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/failure to occlude'), genital haemorrhage ('excessive and abnormal bleeding') and pregnancy with contraceptive device ('also became pregnant/pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and procedural complication ("complications during removal surgery: other"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, tubal ligation and salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, vaginal discharge, weight increased and procedural complication outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural complication, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding, migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event vaginal discharge, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain abdominal, menorrhagia (heavy menstrual bleeding), perforation: uterus/migration, weight gain added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.